Event description:
The surgical buyer reported that there were six times that patient knows of where frazier tips came off. The exact dates are unknown. One time the tip fell into the surgical field and was retrieved immediately.